Event description:
While troubleshooting for a check patient line alarm, a technical service representative (tsr) was informed that approximately a quarter inch gap of air was seen in the patient line. The issue was noted during the initial drain. Further troubleshooting revealed that the home patient (hp) failed to close the clamp on an unused supply line. The tsr reviewed proper procedures with the hp and recommended restarting therapy using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, the home patient (hp) reported leaving a clamp open on an unused supply line which is a known cause of the observed air. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely. The guide also instructs the user to close all clamps while preparing to load the disposable set. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.